Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they allege insulin pump was over delivering. Customer stated that they experienced low blood glucose level and treated with food. Customer stated that they alleges insulin pump was over delivering due to insulin pump gave him multiple boluses. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.